Manufacturer narrative:
The vessel sealer extend instrument was analyzed and the complaint was not confirmed by failure analysis. The reported issue with the instrument could not be replicated nor confirmed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests on 3 of 3 attempts. The instrument was recognized by both the e100 and erbe generators. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the seal and cut tests successfully. There was no physical damage observed during testing. There are e100 recoverable error but not the instruments. High impedance error is thrown when the user tries to seal/transect too much tissue between the jaws. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to problems including misuse of the product, or other factors not directly related to the device.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend instrument was defective, was not sealing. The procedure was completed with no reported injury.